Manufacturer narrative:
(B)(4). Physio- control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and found the cause of the reported problem to be a deformed groove for a clip, c.

Event description:
It was reported that the device therapy connector was loose and pulled out from the case. The therapy connector could be unavailable to connect to the therapy cable/paddles to provide defibrillation therapy. There was no pt use associated with the event.